Event description:
Reporter alleged that he obtained a result of 454 mg/dl on the compact plus system while feeling out of it, confused, and incoherent. Reporter stated that he coworkers called for an ambulance and the emts arrived about an hour later, obtaining a 36 mg/dl result on their system. Reporter stated that they treated him with a glucose IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.